Event description:
It was reported that the patient was going to have an MRI for their lumbar spine for lower back pain. The lower back pain was present before the implant. The patient¿s device never worked for a couple of years. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was getting the stimulator removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).